Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device interrogation, several stored ams episodes were observed. Myopotential was suspected. The physician elected not to take any action. The patient was good after the event.